Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via manufacturer representative. It was reported that the patient¿s adaptive stimulation settings were weird on program b. It was reported that whenever the patient would lay down, the stimulation would turn up to 3.5 despite being set at 2.0. The patient would turn it down, but the next time they would lay down, it would be back up at 3.5. The patient noted that they did lay down for 3 minutes to ensure the reset worked. The patient met with a manufacturer representative and the adaptive stimulation was reprogrammed. The issue was resolved and there were no symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient said with the stimulator turned off, the patient's pain did not increase. The patient has begun to see a physical therapist for dry needling. The patient is set to see his pain doctor for epidural injection on (B)(4) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient was not getting further relief with the stimulation. The patient was advised to turn off the stimulation for the weekend to see if there is any difference in the pain. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.